Event description:
Customer reportedly obtained results of 68mg/dl, 131mg/dl, 73mg/dl, and 79mg/dl on the aviva system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system, and replacement was sent.